Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: trauma to the vessel wall (including rupture or dissection) as gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog#jhjr050202j, serial#29574155, UDI(01)04993024010116(17)270812(21)29574155. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular procedure to prevent vessel injury in the external carotid artery caused by tongue cancer using two gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn devices). On (B)(6) 2025, due to tumor invasion from the tongue cancer, the external carotid artery at the viabahn implanted site was disrupted, and one of the viabahn implanted distal side of the external carotid artery became exposed outside the vessel and bent. As a result of the exposure and bending of the viabahn, further vessel disruption occurred. As a treatment, the external carotid artery was coil embolized. Two viabahn devices were left in the patient and have not been removed. The physician commented that he should have used the longer viabahn device with longer treatment site.